Event description:
It has been reported that during procedure the machine gave an error message. Unable to solve the error and without a second machine on hand, it was decided to abort the surgery. General anesthetic was administered. No report of patient harm.

Manufacturer narrative:
The product has been returned for investigation. No corrective or preventive actions can be implemented until the investigation has been completed. In regard to this event an eva pump module was returned for investigation. The pump module was sent to the supplier for investigation in order to determined a (root) cause.

Manufacturer narrative:
With regard to this event an eva pump module and logfiles were provided for investigation. Review of the logfiles confirmed the occurrence an error message indicating that the fluidics system is not available. Investigation of the returned pump module determined that the force of the park magnets inside the pump was too low. This compromised the movement of the rotor and caused a wrong piston position triggering the error message and the pump module becoming nonfunctional. Historical review of the complaint database indicated that no similar complaints have been logged on the eva surgical system subject to this complaint. Based upon the available information the event is attributed to a random component failure. With regard to this event an eva pump module and logfiles were provided for investigation. Review of the logfiles confirmed the occurrence an error message indicating that the fluidics system is not available. Investigation of the returned pump module determined that the force of the park magnets inside the pump was too low. This compromised the movement of the rotor and caused a wrong piston position triggering the error message and the pump module becoming nonfunctional. Historical review of the complaint database indicated that no similar complaints have been logged on the eva surgical system subject to this complaint. Based upon the available information the event is attributed to a random component failure.

Event description:
It has been reported that during procedure the machine gave an error message. Unable to solve the error and without a second machine on hand, it was decided to abort the surgery. General anesthetic was administered. No report of patient harm.

Manufacturer narrative:
The product has been returned for investigation. No corrective or preventive actions can be implemented until the investigation has been completed. In regard to this event an eva pump module was returned for investigation. The pump module was sent to the supplier for investigation in order to determined a (root) cause. Investigation is ongoing.

Event description:
It has been reported that during procedure the machine gave an error message. Unable to solve the error and without a second machine on hand, it was decided to abort the surgery. General anesthetic was administered. No report of patient harm.

Manufacturer narrative:
The product will be returned for investigation.

Event description:
It has been reported that during procedure the machine gave an error message. Unable to solve the error and without a second machine on hand, it was decided to abort the surgery. General anesthetic was administered. No report of patient harm.